Event description:
Information was received from a healthcare provider via manufacture representative regarding patient receiving baclofen gablofen (2000 mcg/ml at 200 mcg/day) via implantable pump it was reported that the pump was explanted due to infection. The pump and catheter were explanted on (B)(6) 2022. The patient status at the time of this report was alive with no injury. The patient¿s weight and medical history was asked but was not available because of legal/confidential reason.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.